Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, a high reverse leakage current was noted. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service representative (fsr) isolated the source of the high leakage current to channel a heater. The fsr replaced the heater and the unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.